Event description:
Device 2 of 3. Reference MFR report numbers: 1627487-2013-00151 and 1627487-2013-00153. The pt (australia) was implanted with two percutaneous leads from different lots. It was reported surgical intervention was undertaken to disconnect one of the two existing 8-channel leads to implant two 4-channel leads. This was being done in an attempt to capture the pt's lower back pain. Upon opening the pocket, it was found that the lead in question had become disconnected from the ipg header. The procedure was completed with the implantation of the two new leads. The disconnected lead remains in-situ. Effective stimulation was captured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.